Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used during a procedure performed on (B)(6) 2025. During the procedure, leakage was noted near the base of the balloon when inflation was performed. The procedure was completed with another hurricane rx dilatation balloon. No further information has been obtained despite good faith efforts. The anatomy location of the procedure and type of procedure are unknown and are being reported as it may have occurred in the esophagus. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used during a procedure performed on (B)(6) 2025. During the procedure, leakage was noted near the base of the balloon when inflation was performed. The procedure was completed with another hurricane rx dilatation balloon. No further information has been obtained despite good faith efforts. The anatomy location of the procedure and type of procedure are unknown and are being reported as it may have occurred in the esophagus. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in an unknown anatomy location. Block h11: investigation results the returned hurricane rx dilatation balloon was analyzed, and a visual inspection found no damages to the device. Functional inspection was performed, and the balloon was able to be inflated without any problem; however, it was not able to hold the pressure due to it had a pinhole in the balloon which produces a leak, located approximately at 49 mm from the tip of the device. Microscopic inspection confirmed the balloon pinhole. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon leak was confirmed. The results of the analysis performed on the returned device found that the balloon had a pinhole located approximately at 49 mm from the tip of the device, which leads to the reported leak. The pinhole found is likely to have occurred due to procedural factors such as excess of pressure or interaction with other devices. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the problem found on the distal section of the balloon. Therefore, the most probable root cause is an adverse event related to procedure.